Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in a safety mode status associated with suspected premature battery depletion. This device was subsequently explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.